Event description:
It was reported that during infusion, the device exhibited an alarm for air in the line. Per the reporter, the patient was instructed through troubleshooting; however, the alarm persisted. The patient was then instructed to turn the pump off, clamp the tubing, and call the clinic. There was no patient injury. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is air detector sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).